Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left tubal ostia was then cannulated with the essure device and the devise was inserted with nearly all of the coils embedded within the tubal ostia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included pelvic adhesions. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, anxiety, migraine, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, dysmenorrhoea, embedded device, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: coil was released noting 4 coil protruding from the tubal ostia concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- pelvic pain, menorrhagia, device embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs and mr was received. Reporter information was updated. The event injury was updated to pain. New events: hormonal changes describe: mood swings, device embedded, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract, infection (bladder/ urinary tract/vaginal) type: yeast, psychological or psychiatric problems condition: anxiety, migraines, headaches, dysmenorrhea (cramping), abdominal pain, did not undergo confirmation test were added. Medical history was added. Incident : no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.